Event description:
This case was reported by a facility in ningbo, china on 30 september 2024. Details of the case are as described below: injury: serious injury. Injury performance: the machine fell apart in-situ, the patient was far away so there was no injury but the patient was frightened, while the outer flesh of the thigh of the technician who operating the machine was subjected to strong friction, and other personnel were frightened instrument failure performance: high-pressure injector in normal use, suddenly "cut in half" fracture. Expected therapeutic disease or effect: for the successful implementation of renal artery embolization and accurate diagnosis and treatment of the patient's condition procedure of application: on (B)(6) 2024, during the embolization of the proper hepatic artery, needed to use a high-pressure injector to inject contrast agent through the blood vessel to make the local lesion developed under radiation. In the process of using the high-pressure injector, the working machine part of the high-pressure injector had "cut in half" fracture, and the patient was not physically harmed due to a certain distance from the machine, but was frightened. While the outer flesh of the thigh of the technician who operating the machine was subjected to strong friction, and the medical staff comforts the patient immediately; in order not to affect the smooth operation, the surgeon personally pushed the contrast agent under the ray, and the operation was delayed for about 10 minutes. Since then, contact the equipment section specialist and the engineer from the manufacture in time to feedback the fault, and the manufacturer arranges special personnel to repair the high pressure injector. If the machine is near the patient and the broken part falls in the direction of the patient, it will not only seriously affect theoperation of the patient, but also may cause serious additional harm to the patient. Event cause analysis: product cause (including instructions, etc.). Event cause analysis description: after the machine fell apart, the equipment section engineer inspected the machine on site and preliminarily concluded that the screw of the main body of the pillar machine fell off, resulting in the machine falling apart in-situ preliminary handling: in order not to affect the smooth operation, the surgeon personally pushed the contrast agent under the ray, and the operation was delayed for about 10 minutes. Contact the equipment section specialist and the manufacture engineer in time to feedback the fault, and the manufacturer will arrange special personnel to repair the high pressure injector.